Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip cable was found to be frayed at the distal idler pulley. The frayed strands stuck out at the wrist. An additional observation not reported was the frayed grip cable had become derailed as well. The movement and functionality had been hindered. No other damage was found.

Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the large suturecut needle driver instrument wire was broken. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.